Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 400 and 500 mg/dl and . Also alleged the insulin pump was under delivering insulin. Customer also had blood glucose of 516 mg/dl. Customer reported that the insulin pump system had been using within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of reported high blood glucose event. Customer was treated with manual shots. Customer alleged insulin pump was under delivering because they did too many boluses still their blood glucose not came down. Customer mentioned that they performed high pressure test but it was fail. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.